Manufacturer narrative:
The device is still being used by the patient and therefore was not available for evaluation.

Event description:
In 2009, our international affiliate became aware of the following report: in 2009, the patient went to hospital to replace a transfer set for peritoneal dialysis (pd) treatment. Two days later, the patient was hospitalized for peritonitis. The patient did not have an exit site or tunnel infection. The patient was treated with peritoneal dialysis solution mixed with ceftazidime 2.0 milligrams (mg) and cefazolin 1.0mg. The patient was also treated with hydrozyethyl (dosage unknown). The patient's status is ongoing and improved. The physician of the patient wondered what the reason was for the peritonitis, however, after reviewing the aseptic technique throughout entire pd procedure, no issue was noted. No problem was noted on the pouch before use, and no problem was noted with the function or visual inspection of the transfer set. The physician of the patient doubted if the inside flow path of the transfer set was containing germs due to not effective sterilization in the plant, however the physician is not sure about this. The transfer set is still used with the patient, not disconnected from the patient body. Right now the transfer set works well. The physician of the patient reported this case to the baxter clinical people, and would get help on her doubt. The patient was using low calcium pd4 1.5% dextrose ultrabag on the start date of the pd regimen. The solution is not considered suspect.